Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the lead appeared to be implanted too deep (and potentially missing the s3 nerve) and that the implantable neurostimulator (ins) pocket was too superficial. Reprogramming was performed multiple times by the manufacturer¿s representative at the previous surgeon¿s office. An x-ray was performed (results not reported). It was confirmed that a revision was performed. It was noted that the patient had improved in terms of pain and symptom control. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and experienced a decrease in therapeutic benefit during the nighttime. The patient stated that the device had not been working very well, so it was moved from the right side to the left side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v744239, implanted: (B)(6) 2011. Product type: lead: product ID 3093-28, lot# v548215, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).